Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate the device. An authorized third party service engineer evaluated the device, could not reproduce the reported malfunction and could not determine the root cause.

Event description:
It was reported that during patient use a ventilator generated a constant alarm, the alarm silence button would not function, the display had frozen. The device continued ventilating/cycling. The patient was removed from the ventilator and transferred to a different ventilator. There was no patient harm/injury reported as a result of this event.